Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2023 a 32mm amplatzer septal occluder was selected for an implant using a 12f amplatzer torqvue delivery system(itv). During the procedure the device presented a configuration in a bulging shape. Device was removed from the patient prior to release from the delivery cable. No angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. A new 32mm amplatzer septal occluder was selected and implanted as a replacement. The patient is stable.

Event description:
It was reported that on (B)(6) 2023 a 32mm amplatzer septal occluder was selected for an implant using a 12f amplatzer torqvue delivery system(itv). During the procedure the device presented a configuration in a bulging shape. Device was removed from the patient prior to release from the delivery cable. No angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. A new 32mm amplatzer septal occluder was sceleted and implanted as a replacement. The patient is stable.

Manufacturer narrative:
An event of device presented in a bulging shape during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A video from field appeared to show occluder device being retracted and deployed through loader on an operating table. The distal disc of occluder deployed bulbous. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of device presented in a bulging shape during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Three photographs taken during imaging were received from field that appeared to show elongated proximal disc of occluder device when deployed through sheath. A video from field appeared to show deployment of occluder device through loader into a bowl filled with solution on an operating table. Both discs of the occluder deployed bulbous. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.